Event description:
It was reported that an unspecified number of bd venflon¿ pro safety peripheral safety IV catheters from lots 9167787, 9171531, and 9317723 leaked from between the luer-lock plug and flashback chamber. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the complaint revolves around a leak between the luer-lock plug and the flash-back chamber".

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9167787. Medical device expiration date: 2022-06-30. Device manufacture date: 2019-06-16. Medical device lot #: 9171531. Medical device expiration date: 2022-06-30. Device manufacture date: 2019-06-20. Medical device lot #: 9317723. Medical device expiration date: 2022-11-30. Device manufacture date: 2019-11-13. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd venflon¿ pro safety peripheral safety IV catheters from lots 9167787, 9171531, and 9317723 leaked from between the luer-lock plug and flashback chamber. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the complaint revolves around a leak between the luer-lock plug and the flash-back chamber".